Event description:
The patient reported receiving a large shock and alleged that it was from their implantable pulse generator (ipg) device. The patient was referred to their physician for device evaluation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52, implantable pacing lead, (B)(6) 2012. A 5086mri52, implantable pacing lead, (B)(6) 2012. (B)(4).